Event description:
Upon assessing umbilical arterial line connections and pumps, leaking was found at the site where the syringe attaches to the clave. We removed the claves from the syringes on the pumps and no leaking was found until a few hours later when it started leaking at the claves that were attached to the bi-fuse. After removing all claves from the tubing set up, no leaking has been currently found.